Manufacturer narrative:
The complainant was unable to provide the device upn or lot number. Therefore, the manufacture and expiration dates are unknown. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to an axios stent and delivery system and a cre wireguided balloon used during the same procedure. Manufacturer report# 3005099803-2016-01396 pertains to the axios stent, and manufacturer report# 3005099803-2016-01397 pertains to the cre balloon. It was reported to boston scientific corporation that an axios stent and cre wireguided balloon were used during a pseudocyst drainage procedure performed on (B)(6) 2016. According to the complainant, the stent was placed successfully within the pseudocyst without the use of doppler; however, once the stent was dilated using the cre balloon, the patient started bleeding from the stent tract and inside of the pancreatic fluid collection. In the physician's assessment, some bleeding is expected and normal, and the patient was placed on fluids. While in the post-operation area, the patient experienced hematemesis and abdominal pain. The patient was sent to surgery to repair the bleed. The patient was noted to be fine following the surgery. In the physician's assessment, the bleeding was attributed to the dilation of the stent with the balloon, though there was no alleged malfunction of either the stent or the balloon.